Event description:
It was reported that prior to a ptca procedure, the physician noted a foreign material while flushing the catheter. The procedure was completed with another unit. No pt injuries or complications.